Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient started feeling poorly and went to the emergency room (ER). Atrial ectopy was found. The patient continued to feel bad, and went to another ER. Unstable thresholds, oversensing, noise which correlated to patient's left arm movement, undersensing, and atrial lead fracture were noted. The oversensing and undersensing lead to inappropriate tracking at high rates and rate variability. Additionally, due to the patient having complete heart block, the patient had symptoms of pacemaker syndrome. Lead revision was discussed but for now the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was high impedance. The lead was explanted and replaced.